Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres and was inflated again at 16 atmospheres. However, during third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.